Manufacturer narrative:
Product event summary - the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-45, lead, (B)(6) 2011; 6947-58, lead, (B)(6) 2011. (B)(4).

Event description:
It was reported that there was early battery depletion. The device was removed and replaced. No patient complications have been reported as a result of this event.